Event description:
It was reported that this right atrial (ra) lead would not capture after the patient had an open heart surgery. The lead was subsequently abandoned surgically. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.